Event description:
An artegraft distributor was contacted by an end-user hospital requesting credit for an artegraft ag640, control #(B)(4). The first report received by artegraft, inc. Involving artegraft ag640, control #(B)(4) is that the doctor decided to discard the identified graft after he found a hole in the graft, and he felt the graft looked of poor quality. This original hole was noticed during the normal saline irrigation process prior to surgery. Information provided to artegraft, inc. At a later time indicated that the doctor had repaired the original hole and continued to use the repaired graft for the surgery. Upon anastomosis, the doctor noticed a couple more holes in the graft that were not visible during the pre-surgical flushing process. An alternate graft was used to complete the surgery. The identified graft was disposed of at the hospital after the surgery; therefore, it could not be returned to artegraft, inc. For further evaluation. No additional complaints have been received related to batch #(B)(4).

Manufacturer narrative:
Artegraft ag640, control #(B)(4), was discarded at the hospital after the attempted use. Evaluation of the actual medical device cannot be completed. No other complaints received related to batch #(B)(4). (B)(4), health hazard analysis, and further investigation documentation have been initiated. Results and conclusions will be maintained within the artegraft complaint file #(B)(4).